Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.